Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip tip at the distal end. The end was broken off completely and some pieces were not returned. Additional observations related to customer reported complaint included the instrument was found to have both grip cable and pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The main tube was found broken without missing material. Additional observation not reported by site included the instrument was found to have dried residue around the clamping pulley cable groove. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the surgeon felt that the movement of the cadiere forceps instrument became abnormal after a slight bump in arms 1 and 2. While the customer was pulling the instrument out for checking and refitting the instrument, the instrument caught on the tip of the cannula and the instrument did not come out. When they checked the instrument tip area with the camera in details to remove the instrument, the instrument tip was found partially damaged and stuck in the shaft. It did not move or come out of the cannula. After removing the instrument out of the body with the cannula, they attempted to separate the instrument from the cannula, but it was not straightened due to the broken part. They had to cut the instrument in order to remove it from the cannula. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that there were no visible fragments noted on the instrument and a backup instrument of same kind was used to continue the procedure. It was completed after sufficient irrigation was performed. Port incisions were not increased to remove the instrument.